Manufacturer narrative:
Pfs with primary and revision medical records received. The patient was revised because of pain, elevated metal ion levels, and metallosis. Doi: (B)(6) 2008, dor: (B)(6) 2013 (right hip). The devices associated with this report were not returned. A review of the device history records for the 2556453 lot code did not reveal any related manufacturing deviations or anomalies. A complaint database search finds no other reported incidents against the remaining product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Pfs with primary and revision medical records received. The patient was revised because of pain, elevated metal ion levels, and metallosis.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.